Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient also reported that there was pain at the insertion site and that the pod was leaking insulin. As treatment, they succuessfully activated a new pod.

Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain. The exact cause of the reported event could not be determined. The pod was received with the soft cannula deployed. During fluid path testing, a tear was found on the exposed portion of the soft cannula which allowed fluid to leak from the device. It could not be conclusively determined when or how the damage occurred. The data downloaded from the pod contained no timeouts, drive stalls, or hazard alarms, indicating there was no struggle to deliver insulin.